Event description:
Customer reported that the insulin pump failed to return a low battery alert before it lost power. Customer reported that this issues took place when new batteries were used and had happend multiple times. Blood glucose level was 230.4 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Pump was received with blank display due to corroded battery cap contact. Using a test battery cap, unit had normal operating currents and no unexpected off no power or low battery alarm noted. Low battery alarm functioned properly. Unit had minor scratched lcd window, cracked display window corner and cracked belt clip slot at battery tube threads area.(B)(4).